Event description:
The surgeon performed a right sacroiliac joint fusion on (B)(6) 2012. The surgeon placed four ifuse implants. The implants were 7x50, 7x45, 7x40 and 7x40. There were no complications during surgery. The pt had no new complaints of leg pain and no new complaints of numbness or weakness in the lower extremities after surgery. As is his habit and custom, the surgeon obtained a CT scan the evening of surgery to confirm the position of the implants. All of the implants were well within bone. There was no malposition of any of the implants. It was the opinion of the surgeon that the third from the top implant was too short. The surgeon brought the pt back to surgery on (B)(6) 2012 to revise the third implant to a longer implant. At surgery the surgeon removed the 7 x 40 mm implant and replaced it with a 7 x 45 mm implant. The pt had no pain complaints and no neurologic complaints after the index surgery. The pt had no new pain complaints and no neurologic complaints after the revision surgery. This revision was performed to optimize the "length" of the implants. The revision was performed on an asymptomatic pt.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is incorrect implant size selection.